Event description:
The customer reported via phone call that the customer experienced low blood glucose. The customer¿s blood glucose level was in 40's mg/dl. The customer did not experience any symptoms of low blood glucose value. The customer treated low blood glucose with sugar water juice. Troubleshooting was performed. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.